Manufacturer narrative:
A photo was returned showing the set in a bag. No damages or anomalies noted. No samples were returned for investigation. The complaint of no flow on the 142560488 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.a device history record for lot 6430775 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
A photo was provided however, the investigation has not yet been completed.

Event description:
The event involved a plum set, where it was reported that during the priming process, the fluid could not be discharged smoothly during venting. The drug could not be injected into the patient, which caused patient discomfort or inability to control their condition, and had to extend their hospital stay no harm was reported. No additional information was provided.